Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing provided by customer, lms final investigation, and to provide correction to the initial with information inadvertently left out (b5). The lm reviewed the customers provided the cds processes where no obvious deviations from the instruction for use (IFU) were identified. The user provided the following result of the culture test, performed at the third-party labs. Sampling date: unknown. Sampling from: unknown, cfu: n/d. Bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was not able to judge relation between the subject device and the event from the following investigation results. The root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that the patients current condition is stable.

Event description:
It was reported that during a scheduled in-service on reprocessing a scope, the scope coordinator mentioned that a weekend procedure took place at the facility with the scope that was under investigation for infection. The follow-up information identified that one patient was infected, however no symptoms were noted. The patient was treated, and infection was verified with a blood culture and a throat swab. There was only one patient infection but there the details are unknown per customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.